Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable groshong catheter was returned for evaluation. Visual, tactile, functional and microscopic evaluations were performed on the returned device. Infusion and aspiration were attempted but was unsuccessful. Therefore the investigation is confirmed for the reported suction and flushing issue. However the investigation is inconclusive for the reported obstruction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 10/2022), section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, six months and twenty-eight days post port placement from the right subclavian vein, there was allegedly a poor blood reversal and poor titration occurred. It was further reported that obstruction was confirmed. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2022) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that three years, six months and twenty-eight days post port placement from the right subclavian vein, there was allegedly a poor blood reversal and poor titration occurred. It was further reported that obstruction was confirmed. Reportedly, the port was removed. There was no reported patient injury.